Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood on helix/lobe mechanism. The full lead was returned and analyzed.

Event description:
It was reported that the physician was unable to pass the j stylet through the lead at implant. Lead positioning/fixation difficulty was also reported. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.